Event description:
It was reported that the patient received the eol, end of life, message on their vercise primary cell ipg, implantable pulse generator, after three years. The patient underwent a revision procedure in which the ipg was replaced. The ipg is in route to the manufacturer for analysis. It was additionally reported that the patient is doing well post operatively.

Manufacturer narrative:
Device technical analysis: the ipg with non-rechargeable battery has reached the end of service life and suspended the normal operation after 32 months of service. A review of the patient data showed the patient's settings with eui (energy use index) of 14.1. The longevity of the device is in line with the expected range per the direction for use. Lab analysis of the device did not reveal any anomalies. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU)/ product label. Investigation conclusion: based on all available information, engineers are able to confirm what caused the ipg battery depletion was normal use and expected longevity.

Event description:
It was reported that the patient received the eol, end of life, message on their vercise primary cell ipg, implantable pulse generator, after three years. The patient underwent a revision procedure in which the ipg was replaced. The ipg is in route to the manufacturer for analysis. It was additionally reported that the patient is doing well post operatively.

Event description:
It was reported that the patient received the eol, end of life, message on their vercise primary cell ipg, implantable pulse generator, after three years. The patient underwent a revision procedure in which the ipg was replaced. The ipg is in route to the manufacturer for analysis.